Event description:
It was reported that the patient experienced a severe pain at the implantable pulse generator (ipg) site and had an inadequate stimulation. Whenever the patient would turn the device on, he would feel a pinching and uncomfortable sensation in bilateral armpit region and by the time the stimulation gets to the armpit area, it became too strong. All components were explanted. Additional information was received that the patient was doing well postoperatively, and the explanted products were discarded per hospital policy.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a severe pain at the implantable pulse generator (ipg) site and had an inadequate stimulation. Whenever the patient would turn the device on, he would feel a pinching and uncomfortable sensation in bilateral armpit region and by the time the stimulation gets to the armpit area, it became too strong. All components were explanted. Additional information was received that the patient was doing well postoperatively, and the explanted products were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082806. UDI: (B)(4).

Event description:
It was reported that the patient experienced a severe pain at the implantable pulse generator (ipg) site and had an inadequate stimulation. Whenever the patient would turn the device on, he would feel a pinching and uncomfortable sensation in bilateral armpit region and by the time the stimulation gets to the armpit area, it became too strong. All components were explanted.